Manufacturer narrative:
Upon visual inspection, x-spine found the plate to be missing the top most pair of resilient arms, out of the four pairs of resilient arms that should be present on a 3 level spider plate. The only significant damage to the plate is the pair of missing resilient arms. When examining the plate under magnification, there are sharp, clean edges, indicating that the resilient arms were removed with a cutting tool. The overall physical appearance of the plate suggests that it was previously implanted, with discolorations and a few small scratches present.

Event description:
Patient had first surgery, an acdf to implant a 3-level spider plate on (B)(6) 2015. Patient was involved in a car accident, which caused the need for revision on (B)(6) 2017, to remove the plate due to report that plate was broken. It was also reported that no screws were broken. It was reported that the patient was impacted hard enough that it caused one of the fusions in her neck to break. A two level plate was placed at revision, because the other fusion did not break.